Manufacturer narrative:
H.6. Investigation: bd received 11 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis or draw volume were observed. Retention sample testing: 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for further testing for additive quantity. All results were within the specification limits of 64 units ¿ 103 units for catalog 367962. Customer sample testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis/draw volume) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis and draw volume. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was hemolysis and underfill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported, the customer witnessed hemolyzed specimens when using the tubes. Verbiage received, - "the phlebotomists are concerned with one of the mint green tube lots. They are seeing a lot of hemolyzed specimens (more than usual). The issues are being seen with drawing as well. There are no reports of erroneous results as the hemolyzed specimens were not ran. Additional information: the customer states the tubes are "not wanting to fill, they are filling very slowly, then hemolyzing." This event is occurring in different areas with different health care workers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was hemolysis and underfill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported, the customer witnessed hemolyzed specimens when using the tubes. Verbiage received, - "the phlebotomists are concerned with one of the mint green tube lots. They are seeing a lot of hemolyzed specimens (more than usual). The issues are being seen with drawing as well. There are no reports of erroneous results as the hemolyzed specimens were not ran. Additional information: the customer states the tubes are "not wanting to fill, they are filling very slowly, then hemolyzing." This event is occurring in different areas with different health care workers.